Event description:
It was reported that the right ventricular (rv) lead had moved back approximately four months post implant and the lead had high thresholds. The device auto adapted the outputs to accommodate the higher threshold. It was noted that the patient was very active. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).